Event description:
The patient was scheduled for a catheter revision on (B)(6) 2012. The patient had no pain relief since the catheter was originally implanted. The catheter was replaced on (B)(6) 2012 and when disconnected from the pump, it was noted the sutureless connector did not have usual appearance. There was no cfs from the catheter when disconnected from the pump. The pump delivered dilaudid.

Manufacturer narrative:
The catheter was returned for analysis. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of catheter n275269006, found coring, tears, or cuts in the seal of the sutureless (sc) connector. No leak was seen in the lab and there was no leak allegation. As received, the dispensing holes of the catheter were not occluded. Both segments that were returned passed patency and pressure testing. An indent and a tear were seen in the cup of the sc connector but the nature of the indent and tear were not significant. No leaking was seen in the area of the tear and it most likely had no effect on the infusion system. Slight damage to the retaining ring fingers was most likely done at explant.

Manufacturer narrative:
No eval explain code. Information is provided in the future, a supplemental report will be issued.